Event description:
Pt found with high pressure alarm on ventilator sounding. Pt's breath sound diminished. Ventilator showed no tidal volume being delivered. Pt went into full cardiac arrest. Code with acls interventions initiated post removing pt from vent. Pt placed on new ventilator and transferred to ICU.